Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken black conductor wire. A backup same instrument was used for the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint (damaged conductor wire). The instrument was fully functional. No product issue was found. Instrument passed electrical continuity test in both grips. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional finding not reported by site: the instrument was found to have a broken grip cable at the distal end. The probable root cause of the customer reported issue (damaged conductor wire) cannot be determined since the issue could not be confirmed and may be due to other factors unrelated to the product. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.